Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted to upgrade the patient. Prior to implant, a longevity estimate was requested because the right ventricular (rv) lead had threshold measurements of 2 volts at 0.5 milliseconds and the physician wanted to determine if anything needed to be done with the rv lead. It was noted that the lead had dislodged after the implant procedure and was repositioned. All other measurements were noted to be within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.